Event description:
Meter name: profile. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. The pt reported changed the batteries, continued to use the monitor and estimated the numbers that were only partially displayed. The meter allegedly has missing segments. A meter malfunction. The result on their meter was noted that last reading was guessing to be 61mg/dl. Treatment given: no treatment. No further info has been reported.